Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a right ventricular (rv) pacing impedance measurements of greater than 3000 ohms. Technical services (ts) reviewed the rv impedance measurements and noted there were intermittent increases over the prior year. There were no stored episodes of noise. Technical services (ts) discussed continued monitoring with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Technical services (ts) reviewed the rv impedance measurements and noted there were intermittent increases over the prior year. There were no stored episodes of noise. Technical services (ts) discussed continued monitoring with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.